Event description:
Caller reported that the t:slim x2 pump battery would not charge, and while the issue occurred before contacting technical support, it has since resolved. There was no adverse impact to the customer's blood glucose level. Technical support advised monitoring the situation and to call back if the issue persists, which the caller understood and acknowledged.